Event description:
It was reported per field svc report: pump was on pt. Symptom - error codes: unable to refill, high pressure, helium loss. Findings / action taken: replaced pneumatic control switch (pcs), system functional software level: 2.24. Additional info from the field svc rep reported that the clinical engineer at the facility stated they were able to quickly swap the pump from their pt efficiently.

Manufacturer narrative:
(B)(4).